Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide#: (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 years, 8 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted with recurrent gastrointestinal bleed. An arteriogram was performed (B)(6) 2018 and coils were placed. Changes were made to the patient¿s medication and the patient was transfused with packed red blood cells, however, the quantity was not reported. No additional information was provided.

Event description:
Additional information was provided by the vad coordinator indicating that the gastrointestinal bleed was confirmed based on esophagogastroduodenoscopy (egd). The physician confirmed that the source of bleeding was identified as the duodenum. In addition to the initial report of the patient receiving a transfusion, all anti-coagulants were stopped and the patient was also injected with epinephrine and ppi drops were initiated. In addition, coiled across the duodenal clips with two 4x15 mm coils with marked slowing of flow across the gastroduodenal artery and completely crossing the endoscopic clips. Received a total of 10 units of packed red blood cells the patient ultimately expired on (B)(6) 2018 with end stage chronic obstructive pulmonary disease (copd).

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported bleeding could not be conclusively determined. The instructions for use list bleeding as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.